Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual inspection confirmed there were specs of white debris, measuring between .25mm - .15mm squared, inside the sealed package of the blades. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing deficiencies. The event is confirmed. G2, country event occurred in: japan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during receiving inspection debris was found in the sterile package. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete and no additional information is available.